Event description:
It was reported that the patient felt as if his device was making his post herpetic neuralgia worse. The patient also thought he might be trying to over use the device. It was later reported the patient was still having concerns but had not sought further help. It was reported the device had been removed due to infection.

Event description:
Additional information stated the patient's battery and "infected leads" had been previously explanted. No further information was provided at the time of follow-up.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).